Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was not able to close. The field service engineer cleaned the sensor to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system there was a failure in storage space. The customer reported that the drawer 6 shows an error message as "failed to close properly". The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.